Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading went up to 500 mg/dl. Customer reported that insulin pump had motor error alarm at the time of bolus. The customer stated they were able to clear the alarm and able to complete rewind process. Customer was treated for their high blood glucose with bolus and manual injection. The insulin pump will not be returned for analysis.